Manufacturer narrative:
This report is submitted on august 24, 2021

Event description:
Per the clinic, the patient experienced a repeated wound dehiscence after a previous wound dehiscence and a skin flap revision. The patient has been referred to a plastic surgeon. The implant remains in-situ.

Manufacturer narrative:
Per the clinic, the patient experienced skin necrosis and infection at the site of skin breakdown. The patient was treated with topical and oral antibiotics (date and duration not reported). Subsequently, the patient was placed under general anesthesia on (B)(6) 2021 in order to perform skin revision. The device was explanted during the same surgery on (B)(6) 2021. It is unknown if there are plans to reimplant the patient as of the date of this report. This report is submitted on september 13, 2021.